Manufacturer narrative:
Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents and self test or verify unexpected battery power loss anomaly and low battery alert due to blank display. Pump received with cracked battery tube threads, cracked case battery tube and cracked case corner belt clip rails. The p-cap locks into the reservoir compartment properly noted. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was cracked at the back of battery compartment and retainer ring was cracked. The customer stated that battery lasting less than a week and changed the battery twice in the last two weeks also mentioned time for clock on the pump was ramping up on its own. The customer stated that the reservoir did locked into place when inserted into insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.